Event description:
A malfunction was reported on the pump with a specific malfunction code displayed. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided information on how to reset the pump and assisted the caller in doing so successfully, allowing the customer to continue using the pump. The customer was advised to contact support again if the issue recurred.